Event description:
Failure code 12:303. Info was not provided regaring whether the failure occurred during a pt infusion. Although attempts were made by baxter customer service, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hospital rep stated they have no record of any pt incident since the last baxter service event.